Manufacturer narrative:
(B)(4).

Event description:
A consumer reported she had a car accident and now the implantable neurostimulator (ins) was pressing on nerves and causing stinging and burning in the stomach area, up and down the back, as well as itching on the outside of her skin. This was noted as a sudden change in therapy/symptoms. The ins was leaning back sometimes, but not all the time. This happened sometimes if the patient was laying on her back, wearing tight pants, had a lot of gas, or was full after eating. The consumer had been to the ER because she also had paralysis. The consumer noted a manufacturer representative checked it out and said the burning should stop and go away, but it has not. The consumer had an appointment to meet with a health care professional and stated she will request to have the implant removed. Follow-up was being conducted to determine if a physician had been notified, steps taken, and resolution of the reported issue. Indication for use included spinal pain.

Event description:
Additional information received from the consumer reported the patient would notify the managing physician of the issue on (B)(6). The physician was going to adjust the unit in (B)(6). At this time, the issue was not resolved.